Event description:
The needle of the stapler was advanced and seen to come out through the end of the rectal stump. The anvil was then firmly affixed over the needle and the eea stapler was closed. The eea stapler was then fired. However, upon extraction, attention was turned to the inspection of the anastomotic rings and the proximal anastomotic ring was found to be incomplete. The pelvis was then instilled with normal saline and a leak test was performed by instilling air per anus. A large amount of bubbles was noticed in the intraperitoneal aspect. Proceeded with creation of a low midline laparotomy in order to inspect and repair the colonic anastomosis. The colorectal anastomosis was then inspected, and it was noted that there was a large defect in the right lateral aspect of the anastomosis, which was clearly open. This defect was approximately the size of a quarter.